Manufacturer narrative:
The returned device was evaluated at an olympus service center and foreign material in the biopsy channel was confirmed. The foreign material was suspected to be white tissue glue, that was subsequently removed from the channel. The device evaluation also found the forceps channel had pinholes and was leaking. The switch box and switch #1 were discolored and worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during reprocessing of the evis lucera gastrointestinal videoscope, pieces of "glass" were stuck in the biopsy channel. There was no patient or user injury reported due to the event. A similar device was used to complete the following procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's investigation. From the results of the investigation, the foreign material was not able to be identified and the specific cause of the foreign material left in channel is unable to be determined at this time. The following information is stated in the instructions for use (IFU): ¿withdrawing the instrument from the endoscope warning do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution ¿ do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. ¿ if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope.¿ avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.